Event description:
The surgeon reported that an x-70 intraocular lens was implanted in the left eye of a pt with uveitis during simultaneous vitreous surgery. It was reported that the pt had infectious endophthalmitis. The lens was removed and the pt is currently aphakic. The pt is in the hospital for f/u.

Manufacturer narrative:
The physician suspects that the pt developed infectious endophalmitis, based on the fact that cells adhered to the lens surface. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.